Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Therefore, analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant due to undersensing. During the induction test at time of initial implant, this s-ICD detected the tachy episode after 20 seconds. The device then lost detection and therefore did not deliver a shock. After 25 seconds an external shock was delivered, which was ineffective, followed by another shock which was also ineffective. Only a third external shock was effective. Given the time to detection and failure to convert, the physician elected to explant the s-ICD and implant an endocardial device instead. No patient complications were reported. This s-ICD was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant due to undersensing. During the induction test at time of initial implant, this s-ICD detected the tachy episode after 20 seconds. The device then lost detection and therefore did not deliver a shock. After 25 seconds an external shock was delivered, which was ineffective, followed by another shock which was also ineffective. Only a third external shock was effective. Given the time to detection and failure to convert, the physician elected to explant the s-ICD and implant an endocardial device instead. No patient complications were reported. The s-ICD is expected to be returned for analysis.